Event description:
The customer reported that a pt code occurred that required medical intervention.

Manufacturer narrative:
The customer initially reported that they lost central monitoring due to a problem with the network switch that occurred twice. The on site biomedical rep is a philips biomed who indicated that a pt had coded and due to the pt's critical state post code, they needed to be carefully monitored and needed to be able to access strips and reports from the central. The biomed changed the network cable on the monitor which did not resolve the problem and then went to the equipment closet noting that switch port 3 for room 252 was inactive with no blinking leds. Network statistics showed a yellow "port disabled" error message. The biomed switched to another available port to resolve the immediate problem and then the customer subsequently ordered a replacement switch under warranty since the switch had been installed in (B) (6) of 2009, and was therefore only 6 months old at the time of the failure. The customer replaced the switch to resolve the problem. We will not consider that the device was a factor in the code since it was stated that the pt was not on the monitor at the time of the code. There was no allegation that the device was a factor. Loss of communication to the central station is obvious to users because of the "no data from bed" inop at the central station. This loss of communication has no impact on the monitoring that is continuing on the bedside monitor. There is minimal health risk. No further action or investigation is warranted. (B) (4).